Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on the (B)(6) 2018 patient was taken to theatre for chronic hemodialysis catheter insertion procedure, during catheter insertion the doctor discovered a crack /cut mark on the arterial sided lumen between extension line and clamp. Catheter was immediately replaced with the new one".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on the (B)(6) 2018 patient was taken to theatre for chronic hemodialysis catheter insertion procedure, during catheter insertion the doctor discovered a crack /cut mark on the arterial sided lumen between extension line and clamp. Catheter was immediately replaced with the new one".